Event description:
It was reported by customer that during routine check the cs100, english, non-uts, intl intra-aortic balloon pump (iabp) experienced a low vacuum alarm. There was no patient involved reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.